Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have damaged teflon pad. Visual inspections showed that the teflon pad appeared to be detached. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the teflon pad of the harmonic ace instrument came out due to which the customer had to use a new instrument to complete surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The harmonic ace instrument has been requested to be returned for failure analysis testing. As of the date of this report, the instrument has not yet been received.